Event description:
Caller reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. The alert was identified as alert 07. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to plug the wall adapter into a known working outlet and allow 30 minutes for charging. Upon follow-up, it was confirmed that the pump began charging after 30 minutes, and no further action was required. The case was then closed.